Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v704187, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v704187, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported the patient had symptoms following a fall. The patient fell over a year prior to report and they had fallen when they were trying to get into their car and landed between their butt crack and right where the ins was on foot guard of the inside door on the implant. It was noted the patient did not have an x-ray after they fell. The patient stated ¿this last time¿ it felt worse, like one of the leads came loose. The patient stated they had managed to fall once a year. The patient fell in the car foot guard area in 2013 and the patient felt that pretty bad. The patient noted that when they fell they called their healthcare provider and then were told to call the manufacturer representative to see if everything was okay, but it was unknown if the patient did contact their manufacturer representative. The patient stated that after they fell in 2013, they ¿had a heat there¿ in the area when she fell and they could feel something like it had been torn and they had a real sharp pain. It was noted the patient had an appointment scheduled for (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.